Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 4.00mmx15mm nc emerge balloon catheter was advanced for dilation; however during the first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter and a stopcock. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection of the balloon material revealed balloon damage (bunching) at the distal end of the balloon, prolapsing over the tip edge. Microscopic inspection found no irregularities or defects with the markerbands. Microscopic examination of the tip found no irregularities or defects. Microscopic examination found outer shaft damage (longitudinal burst in the shaft material), approximately 30 mm from the tip of the device and 18mm in length. There was additional inner shaft damage (buckling) 46mm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. A 4.00mmx15mm nc emerge&#59394;balloon catheter was advanced for dilation; however during the first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.